Manufacturer narrative:
(B)(4) . The device was received for evaluation. Visual inspection verified the brown spots embedded in the chamber of the device. This is considered a cosmetic issue only. The cause of the brown spots were not determined as the chamber is supplied through an external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dehp-free solution administration set had black dots inside of its chamber. There was no patient involvement as this was noticed before use. No additional information is available.